Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stopped feeling stimulation and thought the stimulator was off. They tried programs 1, 2, and 3 and increased to around 2.4 volts. They used to feel stimulation when increasing by one notch. It was reviewed the stimulator was still on even if they did not feel it. The circumstances that led to the reported issue were unknown. On the call they increased to 5.0 volts and still did not feel anything. They asked if the device moved, information was reviewed and they were redirected to the healthcare provider to check internal components. The patient did not have any falls nor car crashes. The issue was not resolved through troubleshooting. Additional information was received from the patient via a manufacturer representative (rep). They reported that the patient had symptom return. Impedance check revealed impedances on every electrode. The patient doesn't recall fall or injury. Impedance check on (B)(6) 2021. Tried every program and the patient felt no stim. Additional information was received from a consumer via a manufacturer representative (rep). It was clarified the 'impedances on every electrodes' meaning impedances were above 4000. The cause to the lack of stim was undetermined but assumed it was because the electrodes had impedance above 4000. The patient confirmed that they cannot think of any physical fall or accident that would cause this issue to occur. The nurse practitioner spoke to the patient about a lead revision/replacement of the device. The patient was interested in this option, especially because their new lead would be full body MRI eligible and there is a recharge option. The rep did not confirm if the patient has scheduled a revision surgery but think they are considering it. Received a letter from the patient on 2021-apr-12. The cause of the lack of stim was due to the leads not working. A replacement surgery was scheduled on (B)(6) 2021.